Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown h6: codes applicable are fdm b17, fdr c20, fdc d16 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system displayed a message saying the pi box had a software upgrade. Site proceeded to follow steps for upgrading the pi box, but the system displayed "unable to update." System displayed emg monitoring is disabled. There was no patient involvement.

Event description:
It was reported that the system displayed a message saying the pi box had a software upgrade. Site proceeded to follow steps for upgrading the pi box, but the system displayed "unable to update." System displayed emg monitoring is disabled. Confirmed firmware and software versions in about. Site rebooted system. Upon bootup, the system displayed monitoring is disabled until pi box is connected. Site disconnected pi box and message cleared. Pi box passed electrode check. Additional troubleshooting was not able to be performed. There was no patient involvement.

Manufacturer narrative:
B5 has been corrected. H6: previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown h6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.